Event description:
In 2009, the patient was implanted with gore excluder aaa endoprostheses to treat a traumatic transaction. Three aortic extender components were placed in the thoracic aorta. Two months later, post-operative images revealed a proximal type 1 endoleak. The following month, another aortic extender component was implanted and the thoracic arch was debranched. The endoleak resolved and the patient is stable with no further complications.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Attempts to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.